Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not recognize when a therapy cable or hard paddles assembly were connected to their device. In this state, the device would not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to replicate the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not recognize when a therapy cable or hard paddles assembly were connected to their device. In this state, the device would not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.